Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 183 mg/dl and 85 mg/dl, and on another day 452 mg/dl and 202 mg/dl.. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.